Event description:
A screw that was implanted into the patient in 2000, backed out. It was noted the patient developed dysphagia. In may 2001, the patient underwent an esophagogram which revealed evidence of the dislodged screw. During exploration of the patient's neck later in 2001, the screw was removed.